Event description:
The user facility reported that during a patient procedure, user facility personnel commanded the 4095 surgical table to lower in height via the hand control. When the "height down" button on the hand control was pressed, the surgical table appeared to go into reverse trendelenburg position. User facility personnel proceeded to press the "level" button and the table did not respond to commands and proceeded to lower in height followed by a loud "bang noise". The patient procedure was completed successfully, and no injuries were reported.

Manufacturer narrative:
A steris service technician inspected the 4095 surgical table and found no issues with the function or operation with the table; the reported event was unable to be duplicated. The steris account manager discussed the reported event with user facility personnel and the evaluation results from the steris service technicians inspection of the 4095 surgical table. The steris account manager stated that the cause of the reported event may be attributed to an unnoted obstruction to the head section of the 4095 surgical table. The operator manual states (section 1.9), "warning - personal injury and/or equipment damage - failure to keep all personnel and equipment clear of the surgical table before actuating any inertia-driven or power-driven movement could result in table damage and/or personal injury." The steris account manager offered in-service training on the proper use and operation for the 4095 surgical table however, the user facility declined. The 4095 surgical table was returned to service and no additional issues have been reported.